Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and mesh was implanted. The patient complained of abdominal pain and was brought back in for surgery. During the procedure it was noted that there were extensive adhesions. The surgeon performed lysis of the adhesions. The mesh was intact. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.